Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was too hot to touch. No troubleshooting was taken. The remote monitor is expected to be rep laced. No patient complications have been reported as a result of this event.